Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the display was found to be dim; the text was observed to have a reddish tint. Unrelated to the complaint, cracks were observed in the battery compartment from the threads to the case seal left of the grip pad and another crack was observed below the grip pad to the case seal. Also unrelated to the complaint, the contrast button was found to be unresponsive. There was no damage found to the keypad. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.